Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2017, the reporter contacted animas and alleged on (B)(6) 2017 the patient experienced a blood glucose of 28mg/dl, with severe dizziness, and confusion, associated with an alleged time and date issue. Reportedly, the patient discontinued pump therapy, and was treated by their parent with food and drink. During troubleshooting with customer technical support, it was revealed the date of the pump continually reset to 02/14/2015. The reporter believed this was the cause of the patient¿s blood glucose issue. The time to the pump was reported to be correct. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with a time and date reset issue.